Event description:
A customer reported that the screen of their pump was not turning on despite following troubleshooting steps. There was no reported impact on the customer¿s blood glucose level. The technical support team instructed the customer to use a backup insulin delivery method and decided to replace the faulty pump. The customer agreed to return the non-functional pump using a pre-paid label and was informed about the procedure for putting the pump into storage mode before returning it.